Manufacturer narrative:
On 28-apr-2021 we received the planning review relative to right knee primary surgery. Patient match planning review performed by my solution department the analysis regards the right site. The left side implants were installed without patient match. We analyzed each step of the myknee process; no errors have been found. Our analysis of the myknee process of this case found no deviations from the standard procedures. Each step has been performed correctly.

Manufacturer narrative:
Batch review performed on 31.mar.2021: lot 147682: 57 items manufactured and released on 21.01.2015. Expiration date: 2019-11-30. No anomalies found related to the problem. To date, all items of the same lot have been sold with 1 similar reported event since 2017. Additional implant involved: gmk-sphere 02.07.1204l tibial tray fixed cemented size 4 l (k090988) lot. 155178. Batch review performed on 31.mar.2021: lot 155178: 71 items manufactured and released on 15.12.2015. Expiration date: 2020-11-28. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event since 2017. Additional implant involved: gmk-sphere 02.07.1204r tibial tray fixed cemented size 4 r (k090988) lot. 165489. Batch review performed on 31.mar.2021: lot 165489: 46 items manufactured and released on 21.11.2016. Expiration date: 2021-11-08. No anomalies found related to the problem. To date, 42 items of the same lot have been sold without any similar reported event since 2017. Clinical evaluation performed by medical affairs director. Tibial failure in both knees 5 years after bilateral primary cemented tka . The migration of the two tibial baseplates is macroscopic. We only got pre-revision radiographs, so we cannot evaluate if the migration took place immediately after the operation, progressively over the years, or suddenly before revision. For the same reasons, no conclusions can be drawn with the information at hand. There is no clue leading towards a defect in the implanted devices.

Event description:
Revision surgery performed 4 years and 10 months after the primary surgery due to due to left site tibial tray subsidence and mobilization of the femoral component (the patient is bilateral). The right side tibial component is mobilized and will be revised later (right knee primary surgery was performed on (B)(6) 2017).